Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on all three lead channels. Technical services (ts) was consulted and upon review the noise was consistent with electromagnetic interference (emi). Ts advised on further evaluation of the episode. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
The report is being submitted to provide an updated impact code in section h6.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on all three lead channels. Technical services (ts) was consulted and upon review the noise was consistent with electromagnetic interference (emi). Ts advised on further evaluation of the episode. No adverse patient effects were reported. This device remains in service.